Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 443 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer reported that they received no delivery alarm. Customer stated the tubing was bent or kinked. Customer stated they had tried all remedies. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.